Manufacturer narrative:
Correction: the previous or initial MDR submitted on december 11, 2024, was filed inadvertently. The correct product code for ci622 is mcm; not pfo as previously reported.

Event description:
Per the clinic, the patient was placed under general anesthesia in (B)(6) 2023 (specific date not reported) in order to underwent a skin reduction surgery by removing of subcutaneous fat due to report of issues maintaining connection with the processor. The implanted device remains.